Event description:
Boston scientific received information that this patient experienced a syncopal episode due to possible sub-optimal programming of the sudden brady response device feature. The device was reprogrammed to remedy the issue. No additional adverse patient effects were reported.

Manufacturer narrative:
The device was modified electrically and remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.